Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.034" offset at the tips. As a result, the clip could not be properly loaded on the grips and is unable to properly clip onto the tubing during in-house testing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large clip applier tip of the jaw is bent, misaligned and unable to fire hem-o-lok clip. The procedure was completed with no reported injury.